Event description:
Reporting status: malfunction. Reporting rationale: balloon rupture is likely to cause or contribute to patient injury. Device issue: balloon rupture. It was reported that the target lesion was the mid lad with mild tortuosity, mild calcification and 100% stenosis. The guide wire crossed the lesion and an aspiration catheter was advanced, but failed to cross. The 1.5 x 12 mm voyager rx balloon catheter was advanced, but ruptured at 4 atm during the first inflation. Another company's balloon and thrombosis aspirator were used. Then another company's stent was deployed successfully. There were no reported patient effects. No additional event or patient information is available.

Manufacturer narrative:
(B) (4). Results and conclusions summation - product performance engineering reviewed the incident information. Balloon ruptures can be affected by numerous factors. To ensure this type of damage is not a result of a manufacturing deficiency, all balloon catheters are 100% leak tested on line and a sampling of units are rupture tested prior to release. The target lesion was mildly tortuous, mildly calcified and 100% stenosed. It is likely that the balloon material was damaged during interaction with other devices, previously implanted stent and/or lesion calcification, such that the balloon ruptured during inflation. In this case, it appears that the reported balloon rupture is related to the operational context of the product.